Event description:
The customer reported that the internal paddles were not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the internal paddles were not working. There was no reported patient involvement. The issue was isolated to the internal paddles. The customer replaced the internal paddles to resolve the issue. No further communication was requested and none is warranted. We are considering this a malfunction of the internal paddles.